Event description:
It was reported to medtronic minimed that the customer experienced low battery/short battery life. The customer reported no adverse event. The event involved product mmt-1805. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. History was successfully downloaded using thus software. However, the unit received high sleep current measurement due to moisture damage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Detailed trace analysis confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. Battery cycle 31.0 received the low battery alert (104) on (B)(6) 2025, at 06:41:00 after more than 7 days at 11.83 days. Battery cycle 25.0 received the low battery alert (104) on (B)(6) 2025 at 05:03:00 after more than 7 days at 11.55 days. Battery cycle 24.0 received the low battery alert (104) on (B)(6) 2025 at 06:19:00 after more than 7 days at 13.59 days. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, motor, and battery tube. Unit received with cracked battery tube threads, fading serial number label, and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. No unexpected charge battery alarm noted. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Critical pump error (open book image) alarm confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.